Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that the sheath was kinked upon removal. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.